Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event is considered confirmed as there was a revision. The product identity was not confirmed as a result of the part not being returned. No x-rays, scans, pictures, physician's reports, or additional information was provided. No product was returned and no functional tests or inspections could be performed. The device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a case the ¿locking device middle piece separated¿. The device was removed and replaced during the same procedure. No additional patient consequences were reported.